Event description:
Harm to user patient status/ outcome / consequences , was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, (B)(4). Device property of none, device in possession of none, by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned d4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Did this issue contribute to any patient adverse event? No. Please elaborate on the report regarding the user harm: the harm was to the rn, when squeezing the tube a shard came through the tube and poked the rn was there any shard penetration related? Yes. What was done to treat the shard penetration? Basic first aid was medical or surgical intervention required? No. Was there any special diagnostic test performed? No. What is the status of the surgeon injury today? Complete healing. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? No. Was the ampoule crushed repeatedly? No. Can you identify the lot number of the product that was used? No. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) (B)(6). No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.